Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to this third clip interacting with the first implanted clip, causing slda of the implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), restricted leaflets and dilated left atrium for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. An attempt was made to deploy third mitraclip. It was observed that first mitraclip had single leaflet device attachment(slda) from posterior leaflet. Additional mitraclip was deployed to stabilize the slda. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), restricted leaflets and dilated left atrium for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. An attempt was made to deploy third mitraclip. It was observed that first mitraclip had single leaflet device attachment(slda) from posterior leaflet. Additional mitraclip was deployed to stabilize the slda. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.